Event description:
Dealer states the part of the chair where the tilt actuator attaches has a weld break and that frame part is non sellable part the chair must be sent in for repair. Chair shipped (B)(6) 2011 and has 3 year warranty on the weld break.